Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos and two physical samples were received for investigation. Through visual inspection, the barrel is observed to be damaged between the 30ml and 40ml marking. As a result of the damage, leakage occurs when the stopper is moved across this portion of the syringe, verifying the reported incident. A device history review was performed for lot 2402113, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Six retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or defects was observed on any of the devices. While we cannot identify a direct issue, based on the damage observed it was determined this likely occurred during the assembly process. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Nursing in-charge from neuro ICU has noticed that there were some physical damage in the syinges (photo attached ). However, nurse in-charge has opened the packet and tried seeing if there is any issues. When loaded with the medicine, medicine spilled out of the syringes from back side.